Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 on the auxiliary unit had failed and were not detected on the bus. A field service engineer (fse) shut down the station, tested each drawer controller using a multimeter, and confirmed its functionality. The fse reseated all connections to the drawer controllers and powered the station back on, but the drawers remained undetected. The fse then replaced the drawer controller boards, powered the station on again to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, while using the bd pyxis¿ medstation¿ 4000, a drawer failed to open. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.